Event description:
During coronary intervention, a 2.5 x 15 sprinter percutaneous transluminal coronary angioplasty (ptca) balloon by medtronic was to be used. When the package was opened, a hair was discovered in the sterile package. The balloon was not used and another was selected.